Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. Over the past six months, the patient has experienced bleeding and pain from vagina. The doctor has found perforation of the mucosa of the vagina. It is unknown if the mesh is still implanted or will be returned. Additional information will be requested.